Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) diabetic ketoacidosis [diabetic ketoacidosis]. Case description: spontaneous report received from another country, and reported by a diabetes nurse specialist as "diabetic ketoacidosis". It concerns a pt (gender: female, ) treated with novopen 3 (insulin delivery device) (drug first dose unk, drug stop date unk) for "device therapy." In 2007, the pt was hospitalized with ketoacidosis. The pts blood glucose was high, blood ketone at 5,1 and respiratory rate at 60 and was treated with IV-fluids and IV-insulin. On the following day, blood glucose was 9,6 and blood ketone at 0,2. The pt had noticed that the novopen 3 didn't seem to be working and could offer no explanation as to how it had happened. Pen inspected, it was clearly malfunctioning with the piston moving backwards when dose administered. New novopen given and pt advised to never use obviously faulty equipment and to seek help more promptly, if noticing a problem in the future. Outcome reported as recovered the day before, discharged date unk. Reporter's causality: possible novo nordisk's causality: reportable. Analysis result: product: novopen 3 fun blue. Lot no: rv40209. Device conclusion: visual and functional examinations were performed. The piston rod moves backwards during dosage selection. This is the result of tiny fragments of glass, sand or dirt entering and affecting the pen mechanism during use and storage of the device. The device may only deliver a partial dose or no insulin delivery is possible. Case conclusion: we can confirm the user's experience with the device. The observed problem is due to incorrect or negligent handling during use and storage of the device.